Manufacturer narrative:
The MFR's service rep performed an on-site investigation. A circuit board was reseated. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system locked up during boot up. No pt injury was reported.